Manufacturer narrative:
E1: event city: (B)(6). Patient country: australia. Name: medtronic minimed street: 18000 devonshire street city: northridge state: ca zip code: 91325. Based on the available information, this event is deemed to be a be a serious injury request was performed for additional information including lot number; however, lot number was invalid. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient reported high bg, treatment for high bg is insulin IV drip and hospitalized for greater than 24 hours and reason of hospitalization: dka, symptoms customer reported at the time of hospitalization event: vomiting nausea. And tested positive for ketones on (B)(6) 2026 and there is no malfunction based on complaint.